Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned coronary treatment was performed by the customer and the treatment was completed as planned with live images. The philips field service engineer (fse) inspected the system onsite and confirmed unable to store images. Review of the system log file showed there was malfunction in image store on the x-ray pc and the touch screen module (tsm) in the control room. Upon troubleshooting fse found that live images were displayed in real time and it was not visible on the review screen and the patient data was not saved. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated medical device correction (z-1151-2024).to resolve the issue, fse replaced x ray pc os, image disk, (ssd and hdd), reinstalled the x-ray pc software, and reseated the x-ray pc and monitor. The same issue reoccurred after a few day and by restarting the system, the issue was resolved. The same error reoccurred again after one day and fse replaced the x-ray pc. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that was system was not able to store images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.